Manufacturer narrative:
Details of actual failure, warming system used, accessories used, and patient condition unknown. Additional information requested. A follow-up MDR will be submitted once information has been received.

Event description:
On (B)(6) 2019 healthtronics received notification of a legal action. Per legal documents "a mistake had occurred when the urethral warmer had not been employed properly during the cryoablation procedure." Patient suffered freezing of and injury to the urethra. On (B)(6) 2016 healthtronics received confirmation that the cryotherapy system used for the cryoablation procedure was manufactured by healthtronics.